Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address:(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a ¿film¿ noticed on the stoppers of the bd luer-lok¿ tip syringes. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was a ¿film¿ noticed on the stoppers of the bd luer-lok¿ tip syringes. There was no report of exposure, injury, or medical intervention.